Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section unique identifier (UDI) # d-4 : (B)(4). The device was returned to the factory for evaluation on 09/24/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. The were no visual defects observed on the intact cannula handle. The cannula handle was observed to be intact with no visual defects observed. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000412844 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring was split in half towards then end of the branch ligation phase of the procedure. No parts fell off. Harvester does not know how the part split and is unsure whether it was accidentally cut with the cutting jaws or not. A new device was used to complete the procedure. There was no major delay. There was no patient harm.